Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited out-of-range shocking lead impedance measurements. Guidant also recieved information that the associated implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code indicating that a pacing pulse was attempted too soon after a previously delivered pacing pulse. This fault code often occurs in the presence of atrial arrhythmias. The ICD is operating per design and this fault code does not represent a device malfunction.